Event description:
A medtronic representative reported that while in a surgery, using a 4.75 solera reduction screwdriver, the navlock locked tight to the driver and would not release or allow for the navlock to spin freely. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2012. Medtronic investigation of returned device finds there are impact divots on the back end of the instrument not allowing insertion into a navlock. The tip of the driver is twisted as well.